Manufacturer narrative:
An evaluation is not possible at this time. The explanted zodiac set screws have not been returned nor have the identifying lot number(s) been provided. The user facility has not released the explanted devices. Upon the receipt of additional information or the product in question, a follow-up report will be submitted.

Event description:
Revision surgery was conducted on (B)(6) 2016 on a (B)(6) year old female patient. The zodiac set screws located on both sides of the iliac were found to have backed out of position. The zodiac spinal fixation was originally implanted on (B)(6) 2015 from the t10 thru pelvis.